Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nurse found that the ventilator used by the patient was alarming, the ventilator tidal volume parameters were mismatched, and the blood oxygen saturation was decreasing. Examination revealed that the tracheal tube cuff was damaged and leaking air, preventing effective ventilation. Immediate cuff-mask ventilation was administered, and a new tracheal tube was replaced. There was patient involvement and required intervention. The patient's blood oxygen recovered, and vital signs stabilized.